Manufacturer narrative:
According to the customer contact, the syringe "does not perform as needed". The customer reported, on 4/18 the provider stated the syringe "does not have enough strength/suction" which "did not allow for the clots to be evacuated on the floor". The customer reports, due to this, a return to the or was required for hematoma clot evacuation. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Syringe did not provide enough suction.